Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off during the night while the patient was sleeping without first providing an error or alert message. The patient faced high blood glucose levels and was not able to deliver an insulin bolus as the infusion device did not turn on despite changing the battery. Therefore the patient was brought to the hospital at 01:00am (dawn) and discharged the following day in the morning at 08:00am. In the hospital, the patient was connected to a drip, had insulin administration and stayed under observation. By the time of the phone call patient was okay, already at home.